Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 2.5; date: (B)(6) 2010, lab: 7.5. On (B)(6), pt went to hospital because of a hematoma on her shoulder. Inr in hospital (venipuncture) was 7.5. She was given vitamin k and taken off coumadin.